Manufacturer narrative:
No product will be returned from the customer. The customer complaint could not be confirmed because the device/product was not able to be obtained for failure investigation. The root cause of this failure was not identified. Patient age and dob unknown and unable to be requested as the customer is not identified.

Event description:
Received a copy of the customer's sus voluntary event report (foi for manufacturers) report from the FDA which states, "it was reported that the pt had two access lines. One delivering heparin, the other saline. The first line with saline broke when crimped at the access port to give IV medication. The other with heparin separated at the connection of the soft delivery chamber tubing to the hard portion that holds the tubing at the top of the chamber. The fluid was' flowing into the delivery chamber." There was no report of patient harm.